Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated as it was reported to have occurred the first week of (B)(6) 2011. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to: unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of a manufacturing deficiency, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. It is likely that as the balloon was not completely deflated, this would contribute to the difficulty removing the catheter; however, a conclusive cause for the difficulties deflating the balloon could not be determined. It was reported that as the balloon was unable to deflate, the patient became grossly ischemic with chest pain and also a drop in blood pressure. The patient had 2 units of blood transfusion due to a drop in hemoglobin. Angina is a known adverse event listed in the voyager nc instructions for use (IFU). It appears the inability to deflate the balloon contributed to the patient experiencing angina, resulting in a cascade of patient effects; although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. It was reported the balloon was not submerged in saline prior to use. It should be noted the voyager nc IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating; although failure to soak the balloon prior to use does not appear to have caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without the product to examine, a conclusive cause for the reported deflation difficulties could not be determined. However, the reported difficulty removing the catheter appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during post-dilatation, the voyager nc balloon catheter was inflated to 16 atmospheres (atm) in the left main artery. However, after inflation the catheter could not be removed as the balloon was only able to partially deflate at maximum negative pressure. The patient became grossly ischemic with chest pain and also a drop in blood pressure. The balloon could not be removed from the vessel without the use of force. The catheter also would not withdraw into the guide catheter and so the balloon was re-inflated and then deflated to check for any changes. No changes were noted as the balloon was only able to inflate to 2 atm which confirmed the non-deflated balloon. Then the balloon was inflated to 24 atm and a guide wire was used in an attempt to burst the balloon; however, this was unsuccessfully. The device was therefore snared through the right femoral artery using a snare device and a non-abbott sheath. Balloon shaft was cut to remove the indeflator lock attachment. Patient had 2 units of blood transfusion due to a drop in hemoglobin. The voyager catheter was also noted as not having been soaked prior to use. No additional information was provided.